Event description:
Procedure: bowel resection. Reportedly, after advancing the knife blade assembly it would not return. They opened the instrument and the scrub tech was cut by the knife blade. The scrub tech was attended to in accordance with hospital policy. The surgeon completed the procedure with no pt injury.